Manufacturer narrative:
Device analysis indicated device failure. Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 25, 2023.

Manufacturer narrative:
This report is submitted on april 26, 2023.

Event description:
Per the clinic, open circuits were noted on all electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.